Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The evaluation at ofr confirmed scratches in the suction cylinder and biopsy channel. The evaluation also confirmed wear and tear of the insertion tube.omsc reviewed the manufacture history of the subject device and confirmed no irregularity.the exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the subject device repeatedly tested positive for alcaligenes xylosoxidans and bacillus sp. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Olympus (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device.